Manufacturer narrative:
H.6 investigation summary: material #: 368872. Lot/batch #: 23j20 and 23h09. Bd received 13 used samples for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for unable to detach collection needle with the incident lot was observed. The release plates were observed to no longer have sufficient lubrication. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and another 5 retention samples by functional testing and the issue of unable to detach collection needle was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode unable to detach collection needle. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® brand pronto¿ quick release needle holder, the needle cannot be ejected from the holder of forty-five (45) devices across two lot numbers. No patient impact reported.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device lot#: 23j20 d4. Medical device expiration date: n/a h4. Device manufacture date: 02-nov-2023 d4. Medical device lot#: 23h09 d4. Medical device expiration date: n/a h4. Device manufacture date: 19-oct-2023 e1. Initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® brand pronto¿ quick release needle holder, the needle cannot be ejected from the holder of forty-five (45) devices across two lot numbers. No patient impact reported.